Event description:
The customer received questionable results for human chorionic gonadotropin, short turn around time (hcg)on three samples from the same patient. Of the three samples, it was determined that one of the samples had erroneous results that had been reported outside of the laboratory. All results are in miu/ml. On (B)(6) 2013, the first sample was drawn from the patient and generated a result of 183.0, accompanied by a data flag; which was reported outside of the laboratory. On (B)(6) 2013, a second sample was drawn from the patient and generated a result of <0.500, accompanied by a data flag. This result was reported outside of the laboratory. On (B)(6) 2013, a third sample was drawn from the patient and generated a result of 2672, accompanied by a data flag. This result was reported outside of the laboratory. The physician then questioned the result from the sample that was drawn on (B)(6) 2013. On (B)(6) 2013, the customer repeated all three samples from the patient on the same instrument. The sample from (B)(6) 2013 repeated as 173; the sample from (B)(6) 2013 repeated as 582.0, accompanied by a data flag; and the sample from (B)(6) 2013 repeated as 2650. The sample from (B)(6) 2013 was repeated a second time and generated a result of 563. The customer deemed the repeat results to be the correct results. An amended report of 582.0 was issued for the sample from (B)(6) 2013. There was no adverse event. The lot number and expiration date for the hcg reagent in use was requested, but was not provided by the customer. The customer refused a service dispatch for the issue.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the customer's centrifugation time is too short. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.